Event description:
An eye care professional reported that an experienced user of clear care lens care solution mistakenly rinsed the lens with clear care solution prior to insertion. After several hours, she sought care from the eye care professional who irrigated the eye with saline solution for at least 10 minutes. There was no improvement in the pt's condition, therefore she went to a local medical care who referred her to a hospital who informed her she had experienced serious epithelial damage. The event lasted approx 10 days until resolution. Follow up info received 2 nov 2010 indicate the pt was treated with antibiotic eye drops at the hospital.

Manufacturer narrative:
This case is considered as significant epithelial loss (corneal burn). (B)(4).